Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Review of the download data indicates that the patient received two treatments prior to passing. It was reported that the patient passed away while wearing the lifevest. At 03:44:15 on (B)(6) 2017 asystole was detected by the lifevest. The patient was treated two time at 05:11:32 and 06:04:41. The rhythm at the time of the treatments was asystole, with post shock rhythms of asystole. Asystole is considered a non-life sustaining, non-treatable rhythm. Oversensing of a low-amplitude cardiac signal and motion artifact contributed to the false detection. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.